Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that when they are having troubles, they'll increase the pulsing. They charge twice a week and the last time they charged was yesterday ((B)(6) 2024) afternoon. On the call, it was discovered that when the patient had been turning their handset off, they were actually turning the therapy off, but with the education the issue resolved. When the patient connected to the stimulator they had a por message. The handset said the device battery was at 0% and to recharge to avoid losing therapy. When they tried to use the charging application when charging it wouldn't connect, but they were able to successfully connect on the call. They mentioned a tingly sensation while recharging. They said they would keep the recharger on the dock and take it off after an hour and it was always fully charged. The patient was on program 4 at 3.0ma. The patient wanted to increase stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and stated their recharger was not connecting to ins. Had patient attempt to connect recharger to handset. Patient saw recharger not found screen. Had patient perform hard reset of recharger and switch recharger. Patient was able to connect recharger and handset. Patient was able to connect to ins with open loop charging. Reviewed information. Patient will continue repositioning recharger over ins to attempt to get good/excellent connection. Patient stated it was very annoying. Additional information was received from the patient. They reported that the cause of the device battery at 0% was determined. The were not sure but they thought their handset shut's off on its own. Now their recharger keeps shutting off. Patient has called into pats a few times but it keeps shutting off. This has not yet been resolved. The cause of the por was unknown. Patient asked how they were supposed to know that and said "its just not working right". Patient was unsure of when the issue will be resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.